Manufacturer narrative:
A review of the manufacturing records for the devices could not be performed as item and lot/serial numbers were not available. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On an unknown date, the patient was implanted with two gore® excluder® aaa endoprostheses (item and lot numbers unknown) at another facility. On an unknown date, follow-up computed tomographic (CT) angiography reportedly showed an endoleak of indeterminate origin. On (B)(6) 2018, the patient was transferred to the current hospital ((B)(6) hospital) and underwent re-intervention to treat the endoleak. A pre-operative CT scan reportedly showed an unknown endoleak near the contralateral gate. It was also reported that the device overlap at the contralateral gate was short, as the proximal radiopaque marker of the left contralateral leg component was positioned approximately 5mm distal to the long marker of the trunk-ipsilateral leg component. The type of endoleak was still unclear on a procedural angiograph, but the physician suspected a proximal type I and type iii endoleak (component disconnection). The physician elected to implant an aortic extender component proximally to treat the suspected type I endoleak, and an additional contralateral leg component to re-line the contralateral gate and treat the suspected type iii leak. It is unknown if the endoleaks were resolved. The patient tolerated the procedure.